Event description:
The manufacturer became aware of a literature published by the ¿department of orthopaedics and traumatology, fondazione policlinico universitario a, italy¿. The title of this report is ¿anterior intrapelvic approach and suprapectineal quadrilateral surface plate for acetabular fractures with anterior involvement: a retrospective study of 34 patients¿, published on december 30, 2021, and can be found at https://doi.org/10.1186/s12891-021-04908-z. The report is associated with the stryker ¿¿pro plating system¿ and includes an analysis of the clinical data that was collected on 34 patients. The cases in this study range from february 2018 to february 2020. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced a deep infection requiring surgical removal of the hardware.

Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopaedics and traumatology, fondazione policlinico universitario a, italy¿. The article can be found at https://doi.org/10.1186/s12891-021-04908-z. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author.  More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.   If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.